Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension leg was confirmed. The product returned for evaluation was one 5fr dl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the distal end of the extension tubing on the purple lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported PICC inserted to an oncology patient at the hospital by the radiologist on (B)(6), patient was hospitalized, PICC was working fine. Patient returned home with his PICC. On (B)(6), when patient got back to the hospital for a chemo treatment, a crack was observed on one extension leg. PICC removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.